Event description:
New information received notes that patient experienced discomfort due to the event. Lead noise over-sensing, inappropriate shock and high pacing impedance were noted on the right ventricular lead.

Event description:
It was reported that the patient reported insulation damage and erosion on the leads of the system. The entire system including the device was subsequently explanted on (B)(6) 2025. No adverse patient consequences were reported.